Manufacturer narrative:
Correction: d11.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette area. Additionally, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment using as-received treatment settings with reduced dwell times was performed and completed on the cycler without failures. The cycler underwent and passed a system air leak test, a valve actuation test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and the utilization of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for the peritonitis. All dialysis patients are at increased risk of infection due to compromised immune systems and because dialysis techniques increase the potential for microbial contamination. In addition, most cases of pd related peritonitis are due to a breach in aseptic technique resulting in contamination during treatment set-up. Based on the limited information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had been discharged from the hospital for peritonitis. Multiple attempts to obtain additional information were unsuccessful. No further details related to the peritonitis are known.